Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and was having difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.